Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue was confirmed. Once the computer was replaced, the imaging system then passed the system checkout and was found to be fully functional. No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that when loading a patient exam before the case, the system became unresponsive after the exam transferred and was stuck on the "finalizing exam content". The representative re-booted the system and tried multiple cd and loading types with no change. It was confirmed that cranial 2.2.6 with 81% (~160gb) free. There was no patient present when this issue was identified.